Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). After customer had already replace power supply board & battery on united unit sill want come back on. Which next is the main board, customer perfer to send unit in for services repair. Customer will call back once he has his po# (B)(4). Customer called in with questions on 8015 unit. Before called in customer had replace power supply board & while on the phone with me replace battery on unit and still has same issue unit will not power on lights on unit just blinking. Screen black and unit is plug in. Explain to customer he can replace main board on unit but if he gets tha same error once board replace unit has to come in for services repair, or he can not replace main board and send unit in for services repair. Customer said he will send unit in and call back once he has po#.